Event description:
The patient reported that their implantable neurostimulator (ins) stopped working, and that they cannot feel stimulation. The patient noted that they turned their recharger on, and charged the ins for a minute, but they still feel nothing. Troubleshooting was done at the time of the report. The patient connected to the ins using their recharger, and it showed that the ins was ¾ charged, and that the patient had 6 coupling bars. The patient also noted that their recharger battery is charged as well. The patient stated that they don¿t see the lightning bolt in the upper left hand corner of their recharger. Patient services reviewed that stimulation is off, and walked the patient through turning it back on. The patient was able to turn their stimulation back on, and confirmed feeling stimulation. They indicated that they don¿t know how the ins was turned off. Patient services reviewed that the ins may have been accidentally turned off. The patient mentioned that while the stimulation was off, the pain in their tailbone had returned. They noted that they can barely walk the pain is so bad. The patient noted that they do not have a managing healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jan-02 reporting that the pain in the patient's tailbone had resolved. No further complications were reported.